Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4): case description: upon trying to connect the 8015 to the system maintenance, the biomed got a 255-32784-275 error. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: biomed just upgraded the unit to point of care version 9.33.1.2. Had biomed plug the unit to ac power and connect system maintenance software. Error did not show up. Let biomed know the error will appear if they try to connect to system maintenance while on battery power. Biomed ended call. Ref: (B)(4).